Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed, and the issue occurred during the patient's transfer from the table. The philips remote service engineer (rse) inspected the system remotely and confirmed that c-arm performed an uncommanded movement. The rse confirmed from the error logs that geometry is unavailable; a communication error was reported by the module, and the post speed controller in the control room has failed. The field service engineer (fse) visited onsite, and the system still had a geometry unavailable message. To resolve the issue, fse performed the soft reboot. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.